Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the action level threshold for all channels. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. Test results of (B)(6) 2022, for all channels of the device were as follows: revivable microorganisms: greater than 80 cfu/endoscope conclusion: the number of revivable microorganisms being greater than 25 cfu/endoscope, the results were non-conforming and corresponding to level of action as established by the french regulation of july 4, 2016. Test interpretation: the microbiological quality of the device is not satisfactory, for the parameters sought, for an endoscope subjected to intermediate level disinfection and rinsed with bacteriologically controlled water.

Manufacturer narrative:
An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results for all channels indicate that the culture sampling results conform to the target levels established by the french regulation of july 4, 2016 with a number of revivable microorganisms less than 1 cfu/endoscope. The device has been returned and an evaluation completed for it. There are wear and tear elements observed for the device. Observations for the device: light guide cover lens is cracked; adhesive of the distal end rubber coating (a-rubber) is worn; connecting tube has wrinkle 10 mm from the glue; and bending tube has movement. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel, auxiliary channel, and balloon channel. Detergent is not used. During manual cleaning detergent used is aniosyme x. Disinfection is not performed manually. Brushing is performed for the instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal/areas around the elevator by an olympus bw-412t brush. Automatic endoscopy reprocessor (aer) device is cantel. Detergent used with it is intercept plus, (B)(4), and disinfectant used is rapicide pa a+b. The device is stored horizontally after being reprocessed. Information on who performs maintenance of the device is not provided. The device was not sterilized.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.